Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. This emdr represents the bard device implanted on (B)(6) 2008, device #1. An additional emdr was submitted to represent the bard device implanted on (B)(6) 2010, device #2. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for repair of an incisional/ventral hernia. A bard/davol marlex, reference number (B)(4) , lot number husg1658 (device #1) was implanted to repair the hernia defect. On (B)(6) 2010: the patient underwent surgery for repair of a recurrent ventral hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number hutj0448 (device #2) was implanted to repair the hernia defect. On (B)(6) 2013: the patient underwent an additional surgery to repair the hernia defect and remove the ventralex and marlex. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch and marlex hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for repair of an incisional/ventral hernia. A bard/davol marlex, reference number (B)(4), lot number husg1658 (device #1) was implanted to repair the hernia defect. (B)(6) 2010: the patient underwent surgery for repair of a recurrent ventral hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number hutj0448 (device #2) was implanted to repair the hernia defect. (B)(6) 2013: the patient underwent an additional surgery to repair the hernia defect and remove the ventralex and marlex. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch and marlex hernia patch. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿a sac was identified and excised. A bard flat mesh (device #1) was sutured in place.¿ (B)(6) 2010 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #2). Per operative notes, ¿the hernia was dissected free from the subcutaneous tissue and excised. A ventralex mesh (device #2) was inserted intra-abdominally with the vortex surface towards the viscera and sutured.¿ (B)(6) 2013 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with removal of meshes (device #1, #2) and implant of bard flat mesh (device #3). Per operative notes, ¿the hernia sac was dissected free from the fascia circumferentially. The mesh was palpable at the area of the hernia. The mesh (device #1 & #2) was dissected free from the fascia and the posterior aspect of the anterior abdominal wall. Multiple adhesions of the omentum to the mesh were freed up. The fascial repair was then reinforced with a large piece of marlex mesh (device #3) and then stapled.¿ attorney alleges that the patient had adhesions and hernia recurrence.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 years post implant of bard flat mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10. This supplemental emdr represents bard flat mesh (device #1). An additional supplemental emdr was submitted to represent mesh ¿ ventralex (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.